Manufacturer narrative:
Corrected information: health professional should be no.

Event description:
New information received notes that patient's system was explanted due to pocket infection. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted due to infection.